Event description:
Pt in extremely critical condition with congestive heart failure, treated with vasopressors. One of the medications was being administered via syringe pump through microbore tubing. According to nurse, tubing was leaking & this required an interruption of the dobutamine infusion to change out tubing. Nurse threw out the tubing before it could be examined.